Event description:
Hologic has received correspondence arising from litigation. The litigation alleges "the patient underwent a right lumpectomy, during which a biozorb device was properly implanted. The patient experienced injuries at and around the site of the biozorb device, including seroma. The patient underwent a re-excision of lumpectomy during which the biozorb device, the surface of which extruded, was removed. As a result of the biozorb implant, the patient has experienced significant pain, disfigurement, and worry." This report is being submitted pursuant to 21 cfr part 803 based on information made available to hologic through litigation. Consistent with 21 cfr 803.16, the submission of this report is not intended, and shall not be construed, as an admission, acknowledgment, or confirmation by hologic that the device caused or contributed to the reportable event.

Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot number. The device was released meeting all qa specifications. This report is being submitted pursuant to 21 cfr part 803 based on information made available to hologic through litigation. Consistent with 21 cfr 803.16, the submission of this report is not intended, and shall not be construed, as an admission, acknowledgment, or confirmation by hologic that the device caused or contributed to the reportable event.